Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the line fractured at 14cm. Catheter placed with total length 48cm, internal 43 external 5cm. It was stated during treatment external length 9cm, blood leaking from entry site.

Event description:
It was reported that the line fractured at 14cm. Catheter placed with total length 48cm, internal 43 external 5cm. It was stated during treatment external length 9cm, blood leaking from entry site.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use was present throughout the sample. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 15 cm depth marker. Microscopic observation of the leak location revealed a circumferential split. The split surface was rough and granular. Material wrinkling was present along the split edges. Additional kinks and creases in the catheter material were present at the 14 ,11, and 10 cm depth markers. The catheter was cut near the split location. The catheter wall thickness was measured and was found to be within specification. The characteristics of the split suggest material fatigue caused by repeated kinking of the catheter likely contributed to the reported event. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redu0061 showed two other similar product complaint(s) from this lot number.